Event description:
It was reported, ¿the subjects seal has come loose and jammed in the flap valve. The original seal has worked about 10 minutes, the replacement seal only five minutes. Thereafter, the trocar was used without the fan gasket, which then bring in a 10mm reducer has led to cut out that this case introduced in a piece of silicon seal ¿ punched and in which this piece has fallen into the abdominal cavity. The instruments used are 5 + 10mm forceps with cotton balls, ultracision.¿ there is no mention of whether the facility retrieved the trocar seal and removed from pt¿s abdominal cavity. There is no mention in the original complaint form whether or not the facility considered this a pt injury.

Manufacturer narrative:
This is being reported to the FDA for conmed has had a sentinel event reported as medwatch # 1320894-2008-00154. The device was discarded by end-user and is not being returned to MFR. Eval will be limited without a sample. Lot history review is not possible as the lot number of the device in this complaint was unk. Conmed is attempting to retrieve further info regarding this incident yet to date have not received further communications from reporter. A supplemental report will be filed after the quality engineering investigation has been completed.